Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. It was reported that the patient was taking medication containing acetaminophen. Labeling indicates: in previous generations of dexcom cgm systems (g4/g5), acetaminophen could affect your sensor readings, making them look higher than they really were. However, with the g6, you can take a standard or maximum acetaminophen dose of 1 gram (1,000 mg) every 6 hours and still use the g6 readings to make treatment decisions. Taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may affect the g6 readings and make them look higher than they really are. Follow g6 instructions. If you don¿t, you could have a severe low or high glucose event. No additional event or patient information is available.